Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, while attaching the right atrial (ra) lead to this pulse generator, the patient's blood pressure decreased dramatically; however, the patient was still conscious and responding. The physician elected to do an ultrasound, which showed a pericardial effusion, and a cardiac tamponade was observed. Another physician came to assist with the cardiac tamponade, while the primary physician repositioned the lead, and reconnected the pulse generator, which was temporarily deactivated. The procedure was completed, and the patient was admitted to the cardiac care unit for additional observation. The effusion subsided and the patient's condition returned to stable. No additional adverse patient effects were reported. This device remains implanted and in service.